Manufacturer narrative:
The exposed portion of the soft cannula was found to have a kink. When assessing the fluid pathway, the pod was still able to deliver insulin effectively despite the kink by having fluid flow out of the distal tip of the soft cannula. No leaks noted. No other damages or defects were found with the device. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 339 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. Patient reported bg levels remained high despite delivering boluses. As treatment, a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).